Event description:
Customer reported that the battery life has degraded. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting, resulting in no additional actions or information regarding the outcome.